Event description:
It was reported to boston scientific that a suture cinch was utilized in a esg- endoscopic sleeve gastroplasty procedure on (B)(6) 2026, for the treatment of obesity. During the procedure, the suture cinch was deployed and the beaded rod got reinserted/ stuck into the cinch plug. A rat tooth was utilized to hold counter tension. The procedure was completed with the original device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code a0401 captures the reportable event of cinch wire break. Imdrf code f2301 captures the reportable event of additional device required.